Event description:
While bed was in tredelenberg, patient sustained cardiac arrest. Unable to get bed out of trendelenberg so cardio-pulmonary resuscitation was initiated with patient in trendelenberg position. Maintenance called and mechanic was only able to get out of tredelenberg position manually. After patient transferred to ccu, mechanic checked bed and found trendelenberg control jammed. When the bed was raised manually, the control freed itself and the bed worked fine thereafter. Cardiac arrest not related to inability to get bed out of trendelenberg. However very difficult to perform CPR with patient in that positiondevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, other. Invalid data - on device destroyed/disposed of status.